Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a vital signs absent patient (age and gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that the analysis was complicated by the unusual morphology of the rhythm and peaked t-waves which resulted in the double counting of the heart rate. The misidentified t-waves increased the number of peaks, shortened the r-r interval and contributed to high levels of qrs variability which altered the algorithm's logic towards the shock advised results. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. The patients rhythm will be added to the algorithm database. Analysis of reports of this type has not identified an increase in trend.